Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the skin was ruined. There was no harm reported. There was an unknown delay, and the patient was under anesthesia. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a5, b4, b5, d4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record identified no repairs related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.